Event description:
It was reported that during a treatment a foreign body was identified in the syringe. The surgeon has discarded the plasma and finished the treatment with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. There was no harm for patient, operator or third party reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The manufacturers evaluation states that - based on the provided pictures - it cannot be understood what type of particle it could be in the syringe. Since the complaint device was not returned, 5 batch reserves were visually checked and no foreign particles can be seen. Furthermore, a review of the manufacturing records do not show any abnormalities. The reported event was confirmed based on the provided pictures. The most likely cause for the reported failure can be attributed to a patient specific event.